Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports after the end of their treatment, their top and bottom are off center, they have an overbite and are displeased with the outcome.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.